Event description:
It was reported that the physician attempted an arteriotomy closure of the common femoral artery using the starclose device after an unknown procedure. The starclose device became stuck in the artery access track after deployment. It had to be forcibly removed by the physician and hemostasis was attempted with manual compression, which was not successful as the patient had received an anticoagulant. Hemostasis was achieved with a femstop device. The patient was fine after the procedure. On pulling the device out the vessel locator wing was reported to be broken and was sticking out. No additional patient information available.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.